Manufacturer narrative:
(B)(4). The device was not returned for analysis and a review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. It should be noted that the reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported patient effect of death for the patient could not be determined. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age- ages 72 plus/minus 8 years are reported per article. Estimated gender- 11 patients were female; 14 patients were male per article. The device will not be returned. A follow up report will be submitted with all relevant information.

Event description:
It was reported through a research article identifying the mitraclip device that may be related to patient death. Specific patient information is documented as unknown. Details are listed in the attached article, titled "surgical mitral valve intervention following a failed mitraclip procedure".